Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "not detecting closed door during power down" was reproduced. A review of the event history log revealed "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the hooks which made the door hard to close. The hooks and latch pins require replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was not detecting closed door during power down during testing in the biomedical service department. There was no patient involvement. No additional information is available.